Event description:
It was reported that a flogard infusion pump experienced an f-10 alarm. The reporter stated that there was no patient involvement associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual and functional inspections were performed on this device. Review of the alarm log identified the reported f_10 alarm. The cause of the event was determined to be damaged tube misloading sensors. These sensors were replaced to resolve the issue. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.